Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the heat exchanger leaks at the clamp and auto tuned pcb. No new parts listed.